Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for detached teflon pad. The teflon pad was found deformed and partially separated from the jaw, exposing metal underneath the pad. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the beginning of a bilateral tubal ligation procedure, the teflon pad detached but did not fall into the patient. There was no report of patient injury. It was reported that the physician was a new user of the device, and that the device was not inspected prior to use. The procedure was completed with another similar device.